Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, fracture, and short v-v intervals/oversensing. Diagnostic testing/troubleshooting was performed, and the rv lead was deactivated, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).